Event description:
It was reported the coblator ii surgery system was taken out of service because of a noted burning smell being emitted from the unit, during testing. The facility indicated that there was no pt involvement.